Manufacturer narrative:
Corrected data: b5- "the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -8.5 into the patients left eye (os) on (B)(6) 2022. The patient experienced a low vault. On (B)(6) 2022 the lens was exchanged for the same model and power/ longer length lens and the problem was resolved. The cause of the event is unknown." Claim# (B)(4).

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -8.5 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.